Event description:
Ous MDR - after an implantation time of about 31 months, it was reported that the device showed eri during a follow-up on (B)(6)2009.

Manufacturer narrative:
Ous MDR - after its arrival, the pacemaker underwent an electrical incoming goods control. The interrogation was unsuccessful. The measurement of the output signal showed that there was pacing from the pacemaker. The pacemaker was then opened and analyzed destructively. During the analysis of the electronic module, a damaged integrated circuit was identified, which had contributed to the premature battery depletion due to its increased power consumption. Aside from the increased power consumption, the circuit of the pacemaker did, however, work according to specifications. The quality and manufacturing documents of the pacemaker were analyzed. No deviations from the specifications could be detected during the production. The power consumption during final testing at biotronik met specifications. In summary, the premature battery completion due to increased power consumption was confirmed.